Event description:
It was reported that a patient presented to the emergency room with inappropriate shocks. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead resulting in inappropriate therapy. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.